Event description:
Literature: garg a, garell pc, mohan al. Placement of the internal pulse generator for deep brain stimulation in the upper back to prevent fracture of the extension wire due to generator rotation: case report. Parkinson's disease.2010. Summary: the authors report on one pt who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) implantation for parkinson disease (pd); the pt experienced three events of right-sided extension wire fractures. The fractures were presumably caused by mechanical strain on the extension wire due to rotation of the internal pulse generator (ipg) in a loose subclavicular pocket in an overweight female pt. Implantation of the ipg in the upper back led to successful treatment and prevented further extension wire fractures. The pt is a (B)(6) right-handed female with an eight yr history of pd. Initial bilateral stn-dbs implantation was done in (B)(6) 2004; overall improvements were seen. Reportable event: in (B)(6) 2006, the pt reported that her symptoms were increasingly less well controlled and that she experienced occasional tingling-type sensations in the right retroauricular region. Interrogation of her dbs system revealed very high impedance (>2000 ohms) on all combinations on the right side, whereas impedance was within the normal range on the left side. An x-ray revealed a discontinuity in the integrity of the extension wire on the right. Elective replacement of the right-sided extension lead and ipg and movement of the connection on the skull surface were performed in (B)(6) 2006. The pt reported immediate improvement in symptoms. Postoperative interrogation of the dbs system revealed the impedance to be less than 1800 ohms on both sides.

Manufacturer narrative:
(B)(4). It is not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.